Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the high impedances was not determined. No patient falls or trauma were reported except for one fall during the night. No additional troubleshooting was done and no further actions or interventions were taken after the implantable neurostimulator (ins) was reprogrammed. The patient was receiving effective therapy.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported through a manufacturer representative that their implantable neurostimulator (ins) had turned off three times without any obvious reason during the approximately six months prior to report. It was further reported that because the patient was very dependent on their therapy that it was ¿very obvious to him when it had turned off¿ and that ¿once it had happened during sleep.¿ it was stated that the patient would need to turn the ins back on with their patient programmer following the incidents. Impedance testing performed at the time of report found high impedances involving electrodes 6 and 7, which were noted to have been in the patient¿s active electrodes at that time. Further interrogation of the ins noted that the patient¿s ins had adaptive stimulation enabled. The patient¿s ins had been fully charged, there were no power on reset (por) screens reported, and the patient did not turn the ins off accidentally. The patient was reprogrammed at the time of report to exclude the use of electrodes 6 and 7. The patient reportedly ¿had other programs that did not include 6 and 7 and they had also disappeared.¿ while it was noted the patient had lost 40 kg in weight, a check of the device orientation found it was ¿fine.¿ there was no harm and no injury to the patient from the event.